Manufacturer narrative:
Event date for previously reported mi has been adjudicated by clinical events committee (cec).

Manufacturer narrative:
Follow-up MDR for additional patient history details.

Manufacturer narrative:
Event date for previously reported mi has been confirmed. Evaluation, results: inherent risk of procedure (haemorrhage). (B)(4).

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (cva/stroke).

Manufacturer narrative:
Evaluation results - inherent risk of procedure (myocardial infraction). (B)(4).

Event description:
Patient is reported to have suffered a gi bleed approximately 10 months post index procedure.

Event description:
It is reported that the patient received a blood transfusion following previously reported gi bleed.

Manufacturer narrative:
(B)(4). Evaluation results: cva. Conclusion: no conclusion can be drawn.

Event description:
It is reported that the patient suffered a stroke approximately 14 months post the index procedure. The investigator has indicted the event was not related to the study device. The patient recovered with treatment.

Event description:
Approximately 5 months post the index procedure the patient was admitted with right side weakness, ischemic cva with right side hemi paresis, patient was discharged to rehab unit, continuing with treatment. Approximately 9 months post the index procedure the patient presented with nausea, vomiting, weakness and weight loss. Patient was diagnosed with renal failure, during hospitalization patient was diagnosed with a new non-stemi depression mi. Patient was started on hemodialysis and given IV medication.

Event description:
The patient had three endeavor sprint rx drug-eluting stents implanted: two in the prox left circumflex and one in the mid rca. Approximately 5 months from the index procedure, the patient suffered a cerebrovascular accident which required hospitalization and the patient is continuing with treatment. It was not assessed whether the event was related to the study device. (Ref MFR # 9612164-2011-00527 and 9612164-2011-00529).